Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years and 6 months.  Thrombus could not be confirmed as the device was not returned for evaluation. Thrombus is listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient¿s transplant status was elevated on (B)(6) 2018 due to a thromboembolic event that caused a partial loss of vision. The patient received a transplant on (B)(6) 2018. No additional information was provided.